Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) emitted a constant tone and could not be interrogated. In addition, application of a magnet did not elicit tones. The device has been explanted and returned for analysis. A new guidant device was successfully implanted.